Event description:
It was reported that after the patient had a catheter placed on (B)(6) 2019 in this hospital, disease treatment and catheter maintenance were performed in another hospital. On (B)(6), the patient returned to the first mentioned hospital for routine maintenance. Nurse could not draw blood and then used normal saline to flush the catheter, and found that the 19cm of the catheter's distal end slipped outside the patient along with the extension tubing. Since a total of 38cm of the catheter was placed inside the patient, it was surmised that 19cm of ruptured catheter was in the body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs1621 showed no other similar product complaint(s) from this lot number.